Manufacturer narrative:
Examination was not possible as no product was returned. A search of the foreign country complaint database did not find any add'l reports of this nature for the product code/lot provided since its respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Placement of the original patella implant may have been a contributing factor. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.

Event description:
The pt was revised, because the patella was placed medially.